Event description:
It was reported that this right ventricular (rv) lead pacing impedance trend had dropped since last month. Imaging was performed and confirmed the rv lead had dislodged. Technical services (ts) was consulted and advised the lead was reprogrammed to unipolar from bipolar polarity. The lead remains in service. No adverse patient effects were reported.